Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon stayed inside - vagina [foreign body in reproductive tract]. Went to remove the tampon and the string removed but the tampon stayed inside vagina [complication of device removal]. Went to remove the tampon and the string removed [device breakage]. Consumer contacted via e-mail and stated that she went to remove the tampon and the string removed but the tampon stayed inside her. No serious injury was reported.